Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficult clip deployment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3+. During deployment, the arm positioner was turned to expose the groove, and the actuator knob was turned at least 8 full rotations however the clip would not release from the clip delivery system (cds). Troubleshooting was performed and the clip was eventually able to fully deploy and the mr was reduced to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and the reported difficult to deploy clip could not be replicated in a testing environment as the coupler was unable to be exposed distally from the delivery catheter (dc) shaft, one l-lock tab was broken and the clip was not returned. The broken l-lock assembly was submitted for scanning electron microscope (sem) analysis and the result suggests that the l-lock tab fractured was due to tensile shear. Additional follow-up from the account stated that no foreign body was noted in the anatomy during the procedure. The observed broken l-lock tab is unlikely to have influenced the reported user experience. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported difficulty to deploy the clip in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.